Event description:
It was reported that during a lap appendectomy procedure, the device was fired between the secum and the appendix resulting in an incomplete staple line. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 02/02/2009. Info anticipated, but unavailable at this time.